Event description:
Per the clinic, it was reported that the infections were treated with a combination of topical steroids and oral and topical antibiotics.

Event description:
Per the clinic's email on (B)(6) 2019, the recipient experienced recurrent infections and granulation tissue. An revision surgery scheduled on (B)(6) 2019 to transition from a connect to an atrract. No additional information about infection treatment and revision surgery received as of the date of this report on september 11, 2019.